Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. An axios stent and electrocautery-enhanced delivery system was received for analysis. A visual examination of the returned device found the stent fully expanded and deployed. Additionally, the inner sheath was returned kinked. Photos were also provided where the label information of the device and the event of stent difficult or slow to expand can be observed. No other damage was observed on the stent and on the delivery system. The product analysis has not confirmed the reported event of stent first flange failure to expand, as the stent was returned fully expanded and deployed. The observed problem of stent slow expansion rates can be negatively impacted by factors such as compression, time, temperature, and humidity. Therefore, slow stent expansion events are anticipated, and the axios instructions for use (IFU) provide remediation strategies, such as post-deployment dilation of the stent with a balloon catheter. The most probable cause of the reported issues cannot be determined due to a lack of evidence. The complaint details regarding the circumstances observed by the user during the issue are insufficient to identify additional potential root causes. Considering all available information, the investigation concluded that the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the bile duct for the treatment of cholangitis during a biliary drainage procedure performed on (B)(6) 2024. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the first flange of the stent did not open. The stent was removed together with the catheter. The procedure was completed using another axios stent. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the bile duct for the treatment of cholangitis during a biliary drainage procedure performed on (B)(6) 2024. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the first flange of the stent did not open. The stent was removed together with the catheter. The procedure was completed using another axios stent. There was no patient complications reported as a result of this event.